Manufacturer narrative:
The device was received with no telemetry communication and was in backup mode. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal voltage level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly and reported event. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented for in-clinic follow-up with the pulse generator unable to be interrogated. The device was explanted and replaced. The patient was stable.